Event description:
Needle being used to give a depo injection broke above the hub when medication was being pushed in to patient r hip. The depo solution sprayed back towards nurse when the needle came apart. The needle is a smith medical jelco 25 g x 1 1/2 inch. Lot number 3427904 (B)(6) 2017.